Event description:
It is reported that the device was implanted in 1999. Post-op, the device was revised due to wear in 2007.

Manufacturer narrative:
This report will be amended when our investigation is complete.